Event description:
The customer reported that the system locked up during attempts to save pt images. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv (high voltage) system was evaluated. A full generator calibration was performed. The system was tested and found to be working as intended and returned to service.